Event description:
It was reported that the patient with this pacemaker exhibited pocket infection with sepsis and hematoma. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. This explanted pacemaker will not be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker exhibited pocket infection with sepsis and hematoma. A revision was performed and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. This explanted pacemaker will not be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The infection allegation could not be confirmed by lab analysis but was assigned the following coding based on the field report